Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed fault 16 (timeout moving to take-up position) was confirmed during archive data review but not during functional testing. Fault 16 was not reproduced during testing. However, a spun bearing, due to a drive train failure, was observed, which can contribute to fault 16. The drive train needs to be replaced to prevent the future occurrence of fault 16. The archive data review showed the occurrence of fault 16, thus confirming the reported complaint. During initial functional testing, the platform failed functional testing. A spun bearing was observed, related to the reported complaint. Fault 16 was not reproduced during testing, however, the error can be attributed to the malfunctioning drive train. Device repairs were declined by the customer. The platform will be returned as unrepaired and not certified for patient use. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse platform (sn (B)(6) displayed fault 16 (timeout moving to take-up position). It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.